Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, 4.1, 13, mtx, mg (tsvt4b13) along with one heal collar 3.5x4.5, 5mm (hc345 were returned for investigation attached to each other. Visual evaluation identified dried blood and bone on the returned devices. Functional testing to recreate the reported event was performed and it was determined the devices failed functional testing as they were not able to be separated. A pre-existing condition noted by the customer was allograft site. The patient had moderate (type ii) bone density. The reported devices were used on tooth # 9; the implant was used for 8 months while the healing collar was used for approximately 3 months. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number: (1220721). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1220721) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (tsvt4b13 & hc345). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices, as they were unable to be separated. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that a healing abutment was unable to be removed from the implant (tsvt4b13). Event occurred after two weeks of implant placement. Doctor wait another two weeks to allow implant to heal and healing abutment was unable to be removed. As a result, implant was removed. Another implant was placed. Tooth location 9.